Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon in the percutaneous dilation catheter had a hole in it. It was stated that the doctor had to restart with a different balloon from a competitor.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned. A potential root cause for this event could be, "poor balloon design (inadequate wall thickness/strength) " or "inadequate material selection". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"the x-force® nephrostomy balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident.""store in a cool, dry and dark place. Do not store near radiation or ultraviolet light sources as these may damage product materials."correction: h.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the balloon in the percutaneous dilation catheter had a hole in it. It was stated that the doctor had to restart with a different balloon from a competitor.